Event description:
The customer reported to olympus that the evis lucera colonovideoscope had air/water leakages. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a crack and a white-clouded area; the adhesives around the light guide lens and objective lens had white-clouded area; the plastic distal end cover had a dent; the connecting tube had a scratch; the due to clogging of the nozzle, the water removal ability did not meet the standard value; the due to damage on the flexibility adjustment ring, the flexibility adjustment function did not work and water tightness was lost; the due to damage on the upward/downward angulation control knob, water tightness was lost; the due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the electrical connector had discoloration due to water leakage; the image guide protector was damaged; the protector of the universal cord on the suction connector side had a scratch; the upward/downward angulation control knob had corrosion; the universal cord had a scratch and a wrinkle. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was any delay to starting precleaning. The air/water nozzle was flushed with air and water and the nozzle was wiped/brushed during reprocessing. It is unknown if the nozzle was flushed with a detergent solution. The customer reported unspecified abnormalities to the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. Yes to abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1.keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.